Manufacturer narrative:
Investigation inspect returned samples distribution history: this complaint unit was manufactured at csi on 12/10/2019 under wo #(B)(4) and shipped on 02/08/2021. Manufacturing record review: DHR 272977 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit had a stuck core valve. Root cause: a root cause for this complaint condition is not definitively determined. The removed valve core is not available for further evaluation, but its replacement addressed the complaint condition. Additionally, this one unit out of several has been in the field for 2 years. It is not determined if the 2 years in the field is a contributing factor or if the component is sole factor. Corrective actions the unit was repaired, tested and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required. Was the complaint confirmed? Yes.

Event description:
Customer stated: "trigger not working (failure) unable to control flow". 1216677-2021-09-0000285 900001 ll100 cryosurgical (B)(4)

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
Customer stated-trigger not working (failure) unable to control flow. Complaint confirmed-bad freeze valve stuck open (B)(4). Ll100 cryosurgical 900001. E-complaint (B)(4).